Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one month following the implant of a transcatheter valve, paravalvular leak (pvl) of unspecified severity was observed. Subsequently, a transcatheter aortic valve-in-transcatheter aortic valve replacement was planned. Additional information was received that the severity of the pvl was not precisely indicated, but was said to be more than moderate. The customer also stated that the valve skirt was "too deep" and did not have a seal (within the patient's annulus).

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one month following the implant of a transcatheter valve, paravalvular leak (pvl) of unspecified severity was observed. Subsequently, a transcatheter aortic valve-in-transcatheter aortic valve replacement was planned. Additional information was received that the severity of the pvl was not precisely indicated, but was said to be more than moderate. The customer also stated that the valve skirt was "too deep" and did not have a seal (within the patient's annulus). Additional information was received that the deep position of the valve created a significant amount of pvl. Subsequently, a 26 millimeter (mm) non-medtronic transcatheter valve was implanted as treatment six days after the pvl was identified. Additional information was received that the deep implant depth was first noticed one month following the implant of the valve on ev aluation. Per the physician, the cause of the deep implant depth was unable to be determined.

Event description:
It was reported that approximately one month following the implant of a transcatheter valve, paravalvular leak (pvl) of unspecified severity was observed. Subsequently, a transcatheter aortic valve-in-transcatheter aortic valve replacement was planned. Additional information was received that the severity of the pvl was not precisely indicated, but was said to be more than moderate. The customer also stated that the valve skirt was "too deep" and did not have a seal (within the patient's annulus). Additional information was received that the deep position of the valve created a significant amount of pvl. Subsequently, a 26 millimeter (mm) non-medtronic transcatheter valve was implanted as treatment six days after the pvl was identified.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event. B5. A third paragraph was added. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month following the implant of a transcatheter valve, paravalvular leak (pvl) of unspecified severity was observed. Subsequently, a transcatheter aortic valve-in-transcatheter aortic valve replacement was planned.